Manufacturer narrative:
Mw (mw5093681) received - 04-01-2020 [the suspect device was not returned for evaluation, device was discarded at the account. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a breast biopsy procedure the physician inadvertently penetrated the patient's body cavity with the biopsy needle thus resulting in a pericardial effusion and tamponade.